Event description:
It was reported that the pump was not working properly, and the pump was declaring "alarms" that were suspending insulin. There was no reported impact to the customer's blood glucose level. Customer declined further troubleshooting with tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained.